Event description:
It was reported that 548 days following a coronary artery drug eluting stenting procedure, the pt required a target vessel reintervention. One hundred days following the study enrollment CABG (coronary artery bypass graft) procedure, the pt was admitted for chest pain and underwent a repeat revascularization via pci (percutaneous coronary intervention) due to unstable angina pectoris. The venous bypass graft of the obtuse marginal (om) with an 80% and a 99% pre-treatment stenosis was treated with a 2.5x8mm taxus express2 drug eluting stent resulting in a less than or equal to 30% residual stenosis. Two days post procedure, the pt was discharged on, amongst others, asa and clopidogrel. It was reported that 648 days post index procedure, the pt underwent a repeat revascularization. The pt was on asa and anti-platelet medication at the time of the event. The bypass graft to the om had a 90% stenosis which was treated with balloon angioplasty.

Manufacturer narrative:
A review of the manufacturing documentation for this particular top assembly batch number found that the device met its material, assembly and product specifications at the time of release to distribution. As the unit has not been returned, a technical analysis could not be performed. The most probable root cause of this event is anticipated procedural complication.